Event description:
Inbound. Cadd legacy pump with sn (B)(4) beeping without displaying any alarm which eventually alarming no disposable clamp tubing, patient reports she turn pump off/on which resolved issue this morning. Not patient reporting pump is beeping again without displaying any message. Reports she switched to backup pump which 15 working without issue. Replacement pump to be sent. No further details provided.